Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An unrecoverable venous pressure high alarm occurred during a routine hemodialysis treatment. The operator was unable to perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The alarm and reported blood loss is attributed to clotting of the extracorporeal blood circuit. The cycler alarmed appropriately. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give and monitor anticoagulants as your center instructs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.